Event description:
It was reported that this patient's device was previously explanted due to erosion with infection. No additional adverse events were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental correction report is being filed to update the patient and device details. Additionally, the clinical observation of infection was previously communicated in a separate report record.